Event description:
The ventilator began alarming low oxygen concentration. The ventilator had an electric burning smell. Patient's vital signs remained stable, but burning smell continued. The ventilator was changed out.